Manufacturer narrative:
The actual complaint product was not available for return. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 25 aug 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2022-00110 for the first report. The lead technologist reported the patient experienced complications following a g tube placement, ¿the avanos t-fasteners were no longer attached to the patient when they returned to the department within 24 hours.¿ the tube reportedly migrated out of the stomach and was leaking into the [patient¿s] abdomen. There was no reported medical intervention or patient injury. Additional information received on 02 aug 2022 reported the g-tube was placed on (B)(6) 2022. [When the patient returned to the facility], a computed tomography scan (CT) was performed and the tube was found to be out of [the patient¿s] stomach; the balloon was between the body wall and the stomach. The patient was brought to the ¿department¿ to attempt to reinsert tube; two t-fasteners [were] under the disc; both fell out when the disk was pulled away from the patient¿s skin, the fasteners appeared intact with the sutures attached. The patient required surgical intervention because the tube could not be replaced [back] into the stomach non-invasively. There was no reported injury.

Manufacturer narrative:
H6: health effect-impact code- surgical intervention. Root cause could not be determined. All information reasonably known as of 16 sep 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
H10: the provided picture confirmed the reported event; however, without an actual sample, the root cause cannot be determined. All information reasonably known as of 16 dec 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.